Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare on 10/01/2004 that a customer had a problem with a maxid dialysis catheter. The customer states that the component was cracked.